Event description:
It was reported when using the bd pyxis medstation es system zones were not recognized. The customer reported that users unable to access the unit for issuing medication through normal workflow on all drawers and doors. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all zones not recognized. A field service engineer verified and installed the board but till issue persisted and stated that issue will be addressed by cubex directly. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported when using the bd pyxis medstation es system zones were not recognized. The customer reported that users unable to access the unit for issuing medication through normal workflow on all drawers and doors. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the all zones not recognized. A field service engineer verified and installed scate board but till issue persisted and stated that issue will be addressed by cubex directly. The system functioned as intended after the field service engineer serviced the device.